Event description:
The patient reported that for the past six weeks his heart rate would suddenly go up to 85-92 bpm, which was very uncomfortable for the patient. The patient stated he could bring his rate down by walking briskly for 15-20 minutes, but that eventually the rate would go up again. The patient stated that he had experienced these symptoms in the past two years and had had his device adjusted. The device remains in use. No further patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.